Event description:
Customer reported fault condition occurred during daily check of device. No reported pt involvement. Service was able to duplicate reported condition. Customer declined repair. No repair performed on unit.